Event description:
It was reported that a decrease in sensing was found. The sense/pace portion of the lead was capped. Defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.